Event description:
Patient came to the cardiac cath lab with a stemi. During the procedure, the norepinephrine IV pump did an inappropriate shutdown and cleared the settings on the pump. There was no charting or orders on for the norepi to reset the pump. The norepi was off for 5-10 mintues. Lowest sbp was 94 after cuff pressures started.